Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) patient's doctor contacted zoll customer support to report that the patient was treated. A review of the event indicates that the patient experienced two inappropriate defibrillation treatments. Dual lead noise and artifact contributed to the false detections. The patient was cleaning ice off of his car at the time of the event and was unable to press the response buttons. The response buttons were only pressed after the treatments were delivered. The patient went to the hospital following the event and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were functional and able to detect and treat a patient. Monitor sn: (B)(4) - reuse. Electrode belt sn: (B)(4) - 02/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.